Event description:
Patient called to report that their left tosticle began to swell within 24 hours of hernia surgery performed 2005 using prolene hernia mesh system. The swelling did not resolve after four days and the testicle had increased to eight times its normal size. Patient returned to the hospital and the testicle was removed six days later physician reports that the patient experienced ischaemic orchitis which has been known to occur as a complication of hernia surgery.